Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited that high voltage did not come on to light the lamp up, during inspection for use. There were no reports of patient involvement.